Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Reported event was confirmed by review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant radiolucency along the right total knee arthroplasty tibial component medially, which could indicate osteolysis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen articular surface size yellow/c-h 10 mm height, catalog #: 00595203010, lot#: 62458251. Femoral component precoat size e right, catalog #: 00575001502, lot#: 62436812. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately ten years post-implantation due to a cyst under the tibial tray, osteolysis, and tibial insert wear. The tibial insert and tibial tray were removed and replaced.